Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus) device, over five years after implant. The physician tried cycling the device, but the patient still experienced incontinence when the device was activated. It was discovered that the cuff was too long and it was no longer coapting, because the patient had a urethral atrophy. In addition the device had fluid leak. The patient underwent a surgical procedure in which his aus was explanted and replaced. He is fully recovered.